Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions and assisted the caller with resetting the device, which resolved the issue, allowing the customer to continue using the pump. The customer was instructed to call back if the malfunction recurred, and they acknowledged and understood this guidance.